Manufacturer narrative:
The pump was received with no button response due to moisture damage on the keypad traces, and a flattened dome on the up button and esc button dome switches. No moisture damage was found inside the pump. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported via phone call that the insulin pump was exposed to moisture, and there is fluid under the display. Customer's blood glucose level at the time 98 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.